Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an altitude alarm occurred while the customer was not out of the labeled operating altitude range. Customer's blood glucose level was 110 mg/dl. Reportedly, the customer was able to clear the alarm and reload the same cartridge. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided. Customer reverted to manual injections for insulin therapy.